Event description:
The user facility reported that during testing conducted by the manufacturer sales representative at the user facility, the pedal would not stop the device from running. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.

Event description:
The user facility reported that during testing conducted by the manufacturer sales representative at the user facility, the pedal would not stop the device from running. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.

Manufacturer narrative:
Follow up being submitted for investigation results.